Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, myofascial pain syndrome, and spinal pain. It was reported that for the past 2 months, the patient has been frustrated with the patient programmer (pp). They stated they had been in miserable pain for the past 2 days because they could not turn stimulation on after having recharged fully. They stated the ins was not fully charged but it was as good as they could get it to go. The patient stated they could not increase and got stuck on a yesterday (possibly the sync now screen). During the call, the patient described a screen that may have been poor communication but the patient was unclear. They described the issue as getting jammed up and not working correctly. The patient then said the pp was working, the stimulation was on (ins and pp showed full battery), and they were on group b which is what they wanted to be on. The patient requested a replacement antenna to see if that resolved the issue and if not they would call back. The patient also reported that the ins recharger (insr) was turning off after an hour and was saying to call a healthcare professional (hcp). However, the patient was not aware of a code. The patient stated this has happened 3 times. They also reported that the insr does not show a completely charged ins. They had issues keeping the coupling boxes filled in if they changed positions and the isnr has shown the thermometer screen. The patient described recharging for 8 hours the previous day but later said 6 hours. They stated they previously tried 4-5 hours for 2 days in a row but the ins would not show full charge. They stated they charge every 4-6 days. During troubleshooting, the patient was successful to start a charge session with 5 coupling boxes and the ins battery showed nearly full. The patient stated the stimulation was on and they could feel it. They stated that when they met with a manufacturer representative (rep) on (B)(6) 2018, he told the patient, ¿we are looking at 12-14 years on the big one.¿ it was determined that the patient wanted to try a replacement antenna to see if that resolved the issue. A damaged cord was reported. The patient stated they called the rep about the pp and insr issues during the last week of (B)(6). When they met in (B)(6), the rep kind of reprogrammed the ins but the reason for the meeting was the pp and insr issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient provided information that was previously reported. They stated they solved the thermometer screen by uncovering themselves and cooling their body. They stated they now know how to use the device and the new antenna fixed their problems at the time of the report. The patient stated it (patient programmer (pp)) was malfunctioning at the time. They again stated the recharger was turning off after an hour and it was showing a call your doctor screen. They stated the pp needed to be replaced to work as effectively as it used to since it was not cooperating. They stated new batteries did help on the improvement. Additional information was received from the patient. It was reported that they received the replacement pp antenna but this did not resolve the issue. The patient stated they are charged but they cannot tell if the ins is on, they can barely feel the stimulation, and are in pain. The patient stated they met with a healthcare professional (hcp) and manufacturer representative (rep) about the issues and the rep stated they may need a replacement pp. The patient stated they were unable to use the pp to turn off the ins before an EKG for a physical to avoid the chance for artifacts. They stated they had extra pain lately because they could not get it right. The patient connected with the ins recharger (insr) and reported good coupling and the ins was on. The patient had poor communication on the pp with and without the antenna. A replacement pp was requested. The patient called back two days later and inquired about the pp. They stated they were able to turn on the stimulation the previous night with the insr but they could not adjust it and it was too low. They stated the pain level is usually a 3 and it is at a 6 or 7 since the previous week. It was reviewed that they would receive the pp that day. Conflicting information was provided from the patient throughout the reports. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the recharger had no issues at all. They were sent a new antenna only to learn it was not the problem. They stated the replacement programmer resolved the poor communication and pain. No further patient complications were reported as a result of this event.